Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the report of the medstation (drawer failed and was not detected on the bus) was confirmed by fse and subsequently confirmed in the dchu inspection process. Under work order (wo) (B)(4), the fse identified issues with drawer 4.2 on the main unit. The controller board and solenoid were removed for inspection. All components related to the smart hh drawer were replaced. The customer recovered the affected drawers and tested by doing one transaction. During dchu visual inspection: pn 151622-01: the pcba dwr cntlr v1.10/v1 was received with a thermal damaged mosfet q601. Pn 353578-01: the solenoid 12vdc latch was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover caused by a thermal event. During dchu testing: pn 151622-01: the testing from dchu was not required due to the signs of thermal damage. Pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue involving the drawer not detected on the bus was identified as: a thermal damaged in mosfet q601 of the pcba dwr cntlr v1.10/v1 which led to circuit instability. A thermal damaged in the solenoid 12vdc latch with signs of discoloration on the coil cover which compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the whole drawer had failed and not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. As per the part investigation, it was determined that the reported issue was attributed to thermal damage on the pcba dwr cntlr v1.10/v1, which led to circuit instability. Additionally, thermal damage and coil cover discoloration were observed on the solenoid 12vdc latch, compromising the drawer's functionality. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the whole drawer had failed and not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the station boot up took more time. A field service engineer (fse) found issues with drawer 4.2 on main removed controller board and solenoid. Fse replaced all components for smart half height drawer to resolve the issue and restarted station successfully. Customer was able to recover affected drawers successfully and tested by doing one transaction. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the whole drawer had failed and not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.